Event description:
It was reported that a MRI was being done to check for a possible granuloma at the tip of the catheter. The pump was used to infuse an unknown type of drug. No interventions, diagnostic results or outcome were reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).